Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance. The plan was initially to have the patient undergo an magnetic resonance imaging (MRI), however, the MRI was canceled as a result of the high out of range impedance. The lead remains in use. No adverse patient effects were reported.